Event description:
It was reported that during the implant procedure, the helix of the right ventricular lead would not extend. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst not ed the helix did not extend due to drive shaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.